Event description:
It was reported that the patient was not receiving adequate therapy from their system. In turn, surgical intervention took place on (B)(6) 2024 wherein the entire system was to be explanted. However, during the surgery, two leads was unable to be fully removed, and some fragments were left in place (reference manufacturer number: 1627487-2024-11462, 1627487-2024-11463) and the remaining leads were also unable to be explanted. Further surgical intervention may take place to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8047893. Common device name: 90cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081547. Common device name: 90cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8176651. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.